Event description:
Information received indicates the left head siderail will not latch in the up position.

Manufacturer narrative:
The technician straightened the left siderail release arm to repair the bed.